Event description:
A patient reported that ever since they got their new battery, they had been having bowel problems. They had a terrible accident in the restaurant the other day. During the report, the patient was on program 1 at 3.7v and did not feel stimulation while therapy was on. Increasing stimulation to 3.8 was too strong. The patient then switched to program 2 at 2.7v and said they could slightly feel it in their bicycle seat area. They said they tried to contact their healthcare provider, but was told that they don't deal with bowels. On (B)(6) 2016 the patient stated they think their device was not working. They were experiencing both bladder and bowel problems. On (B)(6) 2016 the patient further reported that they never had a problem with diarrhea or constipation previously. They just wanted it programmed for bladder control, nothing else, and stated they had loose bowels and wet pants and they were sick and tired of it. The patient said that program 1 worked best for them, but they kept changing programs. It was reviewed that they had previously reported they had concerns on program 1 and the patient was redirected to their hcp. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Event description:
Additional information was received. Patient reported they were still having accidents. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they wanted to change back to program 1 because they had an appointment with their doctor where some of the programs were changed and the patient started to have ¿bowel problems¿. The patient stated they had constipation as well as some accidents. The patient stated the issue started 2016 (¿6 months ago I think¿). The patient connected with their programmer and was on program 2. After instructions, the patient enabled program 1 at 3.7 volts but that was too high (¿pain in the bicycle seat area¿) so the stimulation was turned down to 3.6 and left there. Further information received on (B)(6) 2017 from the patient reported that they still can¿t seem to get the device settings working for their loose bowels. It was noted that they never had a problem when they had their first device which worked ¿fine¿. The patient stated that they thought some changes were made to the settings because it was not working right. It was noted that the patient was dismissed by their healthcare professional (hcp) and could not find a new one. They contacted their old hcp to see if they could release their records for previous settings, which the patient had tried, but the new doctor would not take the patient. The patient stated that they might get the ins removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported their issues had not been resolved. The patient restated they are still having trouble with loose bowels, wet pants, urgency with bladder, and gas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient thinks the doctor may have messed up their second implant because now they were wetting their pants and their bowels were affected. Patient may have been on another program before that gave them terrible pain in their lower area an gas. Patient had increased stimulation prior to calling. Patient was able to sync with their programmer and it was confirmed that stimulation was on. Patient reported they had increased stimulation prior to calling and they couldn't feel stimulation, but they were going to leave it where it was for a few days. Patient was going to monitor symptoms now that they had made a change and stated they would make further changes if the issue didn't resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, patient wanted to know their device settings for their device because they felt sick and reporting same information already reported. Advised that patient needed to follow up with healthcare professional for medical records. A physician listing was sent. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An additional call from the consumer indicated that the patient was still having issues with their bowels and never had an issue with their bowels prior to their current implant. Since their ins replacement the patient has been having bowel problems such as gas, loose bowels, diarrhea, and constipation. The patient was guided with increasing stimulation on program 1, but increasing from 4.4 caused the patient pain. The patient was then assisted with changing to program 2, but encountered pain in the butt cheek. Stimulation was reduced to 2.8 and the patient felt that stimulation was comfortable at this level. The patient was advised to follow-up with their healthcare provider (hcp) if the bowel problems persist. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported, patient called back and mentioned previously documented bowel problems since second implant. These issues included diarrhea, constipation, gas, and pain in the lower bicycle seat area. Patient requested assistance to change programs from 2 to 1. Patient changed programs and increased stimulation to 4.7v, they patient stated this was comfortable in the buttock area. It was recommended the patient monitor symptoms and reach out to their healthcare provider if symptoms persist. Patient called again, repeating symptoms. During call, patient changed from program 1 at 5.1 to program 2 at 3.3. Patient was going to talk to their other healthcare providers to see if they could help them find a urologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was feeling painful stimulation and getting a sharp pain in their bike area when they lay down and the ins was not effective for the patient¿s bladder. At the time of the report, the therapy and stimulation was on program 1 and set at 5.1; the patient switched to program 2, started at 3.9, and decreased to 3.8. It was reviewed for the patient to monitor their symptoms before making another adjustment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported she is continuing to have bowel issues and states she is still experiencing loose stool. The patient reiterated she is still having bladder problems as well and is not making it to the bathroom in time and reiterated she has had "these problems" since the ins was replaced. Patient also reiterated having a sharp pain when she lays down on her back and was advised to follow up with hcp. The patient wanted to switch back to program 1 and stated that this program is just for the bladder. The patient was on program 2 at 3.9v and then switched back to program 1 at 5.1v. Patient reported she can feel pressure in the bicycle seat region and that stim feels comfortable. The patient requested and was sent an additional hcp list. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received fromthe manufacture representative (rep). Rep has serviced this patient many times. They are experiencing memory loss and have repeated their issues to them every other week for the past 2+ years. The rep had the patient do a symptom journal with the implantable neurostimulator (ins) on and then turn off the ins to compare the outcomes. They see improvement every time and then the patient slides back into calling the rep everyday. The rep doesn't know who else to refer the patient to besides the managing healthcare provider (hcp) who replaces the device every time it reaches end of service (eos). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported having loose bowels and said the implantable neurostimulator (ins) is not effective for their bladder. The ins is causing diarrhea and constipation even though it is strictly for bladder; they didn't have loose bladder problems 10 years ago. They still haven't found the right program that works for their bladder. They further said the first program is the only program that works for the patient's symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who repeated issues that were previously reported. Assistance was given and the patient was changed from program 1 to 2; they feel stimulation comfortably. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient left practice in (B)(6) 2016. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had new bowel problems that she never had before and she still continued to have bowel problems. The patient reported that she was having bladder issues which included wetting her pants and having lots of urgencies. It seemed like every time she increased her stimulation, the patient would have some bowel problems and bladder urgency. The patient reported that she was afraid of increasing the stimulation even because she didn't want to be constipated. During troubleshooting, it was noted that the patient's implant was on at p1, 4.8, and the patient said she didn't feel the stimulation. The stimulation was increased to 5.5v until she felt the stimulation. The patient mentioned she was about to cut the implant out of her buttocks. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not think the therapy was working; they had been getting up multiple times a night, having loose bowels and urinary incontinence from implant through (B)(6) 2016. It was stated that they had been so tired and falling asleep during the day because of it. It was also reported that they had been experiencing gas since the new implant, and hearing a noise in her right side that may be gas. They had also had pain on the right side of their abdomen since the replacement surgery. It was noted that their bladder/bowel symptoms were worse, and they did not remember if pain level changed. In (B)(6) 2016 it was reported that the implant was on their right side, but the patient did not know what the lump was on their left side and there was a scar. The patient was going to call the healthcare professional¿s (hcp) office to inquire about the lump on their left side. In october 2017, it was reported that they had a new bowel problem. It was also reported that in (B)(6) 2015, and in (B)(6) 2016, they were not feeling stimulation when the therapy was on. In (B)(6) 2016 they turned stimulation up to 4.5 volts, and felt comfortable stimulation. In (B)(6) 2016 they were on program 2 at 5.5 volts. They switched to program 1 and increased to 6 volts, but still felt nothing. They then switched to program 3 at 2.5 volts and felt comfortable stimulation in the correct area. The next day they wanted to switch to program 1 again, because it was effective with their previous implant; they again could not feel stimulation as it was increased on program 1. In (B)(6) they were on program 1 at 4.9 volts, increased to 5.8 volts, but still did not feel stimulation, so they said they would decrease stimulation and monitor their symptoms. In (B)(6) 2016 it was noted that they were feeling stimulation on program 1. In (B)(6) 2017, the patient was noted to be on program 2 at 3.9 and wanted to go back to program 1. They changed to program 1 at 5.1, noting that the stimulation was pressure in their cheek, then they decreased to 4.7 where stimulation was comfortable sitting, standing, and walking. Additional information was received on (B)(6) 2018. It was reported that the patient¿s settings were all screwed up and hadn't been right since the healthcare provider changed their battery, and they were still experiencing bladder and bowel symptoms. Troubleshooting found that the stimulation was set to 3.6, but there was no program number, and the ins was not on. They were advised to turn the stimulation down to 0 volts and turn the ins back on. It was noted that the patient¿s programmer (pp) had been replaced, but they were not sure when it was replaced. It was stated that they had never sent the old pp back, so they got it out and synced. It showed that they were on program 2 at 0 volts, and they wanted to switch to program 1. They switched and set stimulation to 4.6v, which was noted to be comfortable stimulation. On (B)(6) 2018 the patient was still experiencing bladder and bowel symptoms. They wanted help with making an adjustment and stated, ¿if they don't get this correct, then they are going to get the device removed.¿ troubleshooting found that therapy was on, on program 1 at 4.7v. They wanted to try another program, and were switched to program 2. Stimulation was adjusted to 3.4v where it was confirmed to be comfortable. It was again recommended that they track their programs and symptoms to find the settings that worked best for them. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient wanted to go back to program 1. Patient changed from program 3 to program 1 and had comfortable stimulation at 3.9v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported still having problems with urine and bowels, but never had problems before the implanting physician changed the battery and the changed the program with diarrhea or constipation. Patient reported when he changed the battery, he changed the program and it was terrible. Patient reported that the hcp changed the settings he also got her bowels, she never had problems with bowels prior and patient was still having problems with wet pants and bowels. Patient stated that the healthcare professional (hcp) did not want to see her she did not want to see the hcp. Patient said she thought she got a program affecting her bowels and she did not want that. Patient said when she first got the first stimulator she was on program 1 strictly for her bladder, it was wonderful and that is the one she wanted to change it to. Patient had access to patient programmer (pp), synched with pp and it showed stim was on. Patient was on program 1 at 3.9. Patient reported feeling stim in the correct area. During the call patient increased to 4.3 and wanted to try it there. Patient reported she will monitor her symptoms. Patient reported since the last time she called, patient said she can't even walk 4 steps or she wets the floor on the way to the bathroom.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported every time she increased the numbers she had problems with her bowels. Patient wanted to know what program she could go to so she did not have problems with her bowels. Patient had access to the patient programmer(pp), synched with the pp and it showed stim was on. Patient was on program 1 at 3.0 volts. Patient had the ability to change and adjust stimulation. Patient felt stim in the correct area. Patient switched to program 2 at 2.4 volts. Advised patient to review any directions previously provided by the hcp. Patient was advised to give it a couple days and see if got relied. Patient was advised to call back if she was still having issues and patient could be walked through how to adjust it again.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported it still was not working for her, she is still having wet pants and loose bowels and gas. Patient wanted help going back to program 1, was assisted, and troubleshooting showed stim was off. Device was turned to 4.0 volts and patient confirms she feels stim in the correct area. Patient was advised that she should avoid pressing middle blue button unless her intention is to turn stim off. Patient planned to monitor symptoms and advised to follow up with hcp if symptoms did not resolve. Patient stated their hcp didn't want to see them anymore, was offered an hcp listing, but declined. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient was calling about the letter she got from her previous call. She mentioned that she messed up the letter so she needs a new one sent. Also, the patient mentioned previously reported problems. It was also reviewed that the patient must follow up with a healthcare professional (hcp) and the technical services can only help her move to a different program over the phone. The patient complained and insinuated that she could be reprogrammed over the phone, which she was told it would be impossible. After a back and forth dialogue, the patient conceded that she will follow up with an hcp and an hcp listing was sent to the patient. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient reported their hcp did not want to see them after replacing the battery; patient has tried to find a new hcp with listings that were sent to them, but the doctors on the list were too far away and she has no car and has to get there by senior bus. Patient stated they got the implant for bladder and now has wet pants and bowel problems. Patient was upset that hcp changed her bowels. Patient had only tried 2 programs so far and had 4 programs. Patient requested assistance in changing programs, confirmed implant was on program 1 on 4.0 volts. Patient was assisted in changing to program 3 at 2.5 v, which was painful, so adjusted down to 2.1 v which was comfortable and the pain went away. Patient was advised to monitor symptoms for a few days and to call again if needing assistance to change to last program. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called back regarding the same issue. They were having a "big problem" with these settings since their battery was changed. They were having fecal incontinence and said they "just pooped their pants" and is sick of having "poopy pants." They wanted to change their settings. They were on program 3 and wanted to go back to program 1; they further noted stimulation was off. After turning stimulation back on and changing to program 1, they were able to feel stimulation comfortably in their bike seat area. No further patient complications have been reported as a result of this event.